Manufacturer narrative:
Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf impact code f17 captures the reportable event of hospitalization. Imdrf impact code f13 unexpected medical intervention. Imdrf device code a0203 is been used to capture the event of the tip the guidewire having two knots, making it difficult to remove from patient. Block h10: the emdr report number was not provided. Instead, the user facility/importer report number (B)(4) was available.

Event description:
It was reported that, during a procedure a sensor wire was used to guide the placement of a urinary catheter. After a successful placement of the catheter over the guidewire, attempts to remove the guidewire was unsuccessful. A cystoscope was obtained, and the guidewire tip was visualized in the bladder showing two knots in it that were precluding removal. The patient was then taken to the operating room for removal under sedation. In the operating room, the physician was able to undo one of the knots and pull the other tighter, making it small enough to remove the guidewire. The patient had bloody urine after the procedure and was kept overnight for slow continuous bladder irrigation. No further patient complications were reported.

Manufacturer narrative:
Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf impact code f17 captures the reportable event of hospitalization. Imdrf impact code f13 unexpected medical intervention. Imdrf device code a0203 is been used to capture the event of the tip the guidewire having two knots, making it difficult to remove from patient. Block h10: the emdr report number was not provided. Instead, the user facility/importer report number 265772362-2024-0001 was available.

Event description:
It was reported that, during a procedure, a sensor wire was used to guide the placement. After placement of the catheter over the guidewire, attempts to remove the guidewire were unsuccessful. A cystoscope was obtained, and the guidewire tip was visualized in the bladder showing two knots in it that were precluding removal. The patient was then taken to the operating room for removal under sedation. In the operating room, the physician was able to undo one of the knots and pulled the other tighter, making it small enough to remove the guidewire. The patient had bloody urine after the procedure and was kept overnight for slow continuous bladder irrigation. No further patient complications were reported.

Event description:
It was reported that, during a procedure a sensor wire was used to guide the placement of a urinary catheter. After a successful placement of the catheter over the guidewire, attempts to remove the guidewire was unsuccessful. A cystoscope was obtained, and the guidewire tip was visualized in the bladder showing two knots in it that were precluding removal. The patient was then taken to the operating room for removal under sedation. In the operating room, the physician was able to undo one of the knots and pull the other tighter, making it small enough to remove the guidewire. The patient had bloody urine after the procedure and was kept overnight for slow continuous bladder irrigation. No further patient complications were reported.

Manufacturer narrative:
Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf impact code f17 captures the reportable event of hospitalization. Imdrf impact code f13 unexpected medical intervention. Imdrf device code a0203 is been used to capture the event of the tip the guidewire having two knots, making it difficult to remove from patient. H10: user facility reference # 1265772362-2024-0001 has been added.